Event description:
The recipient is reportedly experiencing loss of lock. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics device.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top and bottom covers. These are believed to have occurred during revision surgery. Photographic imaging inspection revealed cut electrode wires near the array. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. An electrical test could not be performed due to no lock. The device passed the electrical tests performed. The device failed the residual gas analysis (rga) test. This device had moisture that exceeded the rga test limit. The source of the problem was a feed thru hermeticity issue from one feed thru vendor. A corrective action was implemented. Feed thru assemblies from this vendor are no longer used. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.